Manufacturer narrative:
Additional information was received indicating that no injury resulted. Propex pixi measuring wire long (eur). Various cable problem. Bad contact in the connector.

Manufacturer narrative:
While there is no indication that serious injury resulted in this event, there has been a previous report received where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803 after further investigation and inspection of device; no patient was injured. Device was found to have a bad contact in connector on cable. Replaced cable under warranty.

Event description:
In this event it was reported that a propex pixi apex locator was giving incorrect measurements. The event outcome is unknown as of this MDR evaluation.